Event description:
Customer received elevated glucose results for a batch of pt samples during one weekend, (specific number of sample is not known). Customer provided glucose results for 8 pts, one result was discrepant: initial blood gas glucose result was 4.6; same sample repeated on lab analyzer (B) (6) 2009, gave 3.5 mmol/l. It is unk if the results were reported; however, it is documented, "there was no treatment on a pt based on the received results". The attending nurse complained the blood gas analyzer results did not match the clinical picture of the pts. One pt was being tested "post op cardiac bypass" and one pt was "on tight glycemic control", specific glucose results for these pts is not known. Average number of samples run on this analyzer per day is 100 samples and sample type is mainly arterial blood in pre-heparinized syringes. If add'l info is received, appropriate notification will be provided.